Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had a pump replacement and catheter revision performed on (B)(6) 2014 and contracted bacterial meningitis. The pump was noted to be <(><<)>1month from eri (elective replacement indicator). Additional follow-up was performed and additional information could not be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was used to deliver baclofen.